Manufacturer narrative:
(B)(4). Date sent: 1/23/2025 see attachment.

Manufacturer narrative:
(B)(4). Date sent: 12/24/24 d4: batch #unk additional information was requested, and the following was obtained: 1. Could you please provide more details for device misfire? We were doing a hepatic intra pump placement. They had to do a small graft and they needed the stapler to take down some structures, I'm not quite sure which ones since the case was moving very fast. The surgeon fired the stapler, and it wouldn't open after firing, he then had to go in and do the manual release for the stapler. 2. Did the device deliver any staples? I believe that there were staples delivered. 3. Was the firing sequence started but not completed? Yes 4. Did the device deliver any staples? Yes, I believe so. 5. If yes, were the staples formed properly? Uncertain 6. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Uncertain 7. Were there staples missing from the staple line? I was unable to see the staple line after it was fired. 8. Did the device cut? I don't think so. 9. If yes, was the cut line complete? Uncertain 10. If yes, was there any issue with the cut line? Uncertain 11. Was there any difficulty opening the device jaws? Yes 12. If yes, what steps were taken to open the jaws. Manual override was activated to pry open the jaws. 13. If the jaws could not be opened, how was the device removed. N/a attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pve35a lot number c9e623 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a liver resection procedure, it was observed that the stapler misfired. They had to go in and do the manual override to release the stapler after it had misfired. There was no patient consequence reported. Additional information requested.